Manufacturer narrative:
Exp date: correction from 4/1/2018 to 4/13/2018. Asp investigation summary: the investigation included a review of the device history record (DHR), complaint trending, and system risk analysis (sra). The (DHR) was reviewed and the product met manufacturer specifications at the time of release. Complaint trending was reviewed from december 2016 to present and there were no other complaints in the same lot with this issue. The sra indicates the risk associated with exposure to toxic or corrosive material is "low." The involved product was not returned for evaluation. The supplier was not notified of the issue as the issue was not identified as a manufacturing or functional issue. The assignable cause of the reported human reaction is most likely due to inadequate ventilation and the affected healthcare worker¿s (hcw) pre-existing asthma. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4)

Event description:
A customer reported a healthcare worker in the sterile processing department is complaining of ¿burning eyes and respiratory irritation¿ related to a strong odor she encountered while working with cidex opa solution. No additional information was known by the reporter at the time of the event. Advanced sterilization products made multiple attempts for additional information and new information was received on 8/11/2017 via a phone call to the healthcare worker directly. On (B)(6)2017, the hcw reported working in a small and dirty utility room where she poured cidex opa solution into a container with a lid that snaps. She reported immediately feeling ¿dizzy and light-headed.¿ she then opened the second bottle and felt like she was ¿suffocating¿. The hcw found out later the exhaust belt for the air fan was broken in the room at the time, and there was no ventilation in the room. She reported she wore personal protective equipment that included a face-shield mask, gown, and gloves. On (B)(6)2017, the hcw was still having respiratory symptoms and obtained a tapering dose of steroids from her primary care physician, which she reported did not help. On (B)(6)2017, she went to the emergency room (ER) because she said she ¿couldn¿t breathe¿. She was given a nebulizer which she stated did not help. A CT and x-ray of the chest were done and were normal, and she was told to go home and rest. She asked for and was given pain medication to help her breathe. On (B)(6)2017, the hcw went to work at another facility and was wiping down exam tables with non-asp ¿sani-wipes¿ and stated she ¿couldn¿t breathe¿. She did not clean instruments that day, but did other functions of her job. This was the last day she worked and has since been on workers¿ compensation. On (B)(6)2017, she went to the ER again for pain medication, and was given toradol, a non-steroidal anti-inflammatory drug (nsaid), but no additional narcotics. The hcw reported she saw two different physicians at a later date; one was a pulmonologist who ordered a pulmonary function test. The results were inconclusive because she could not take a deep breath and exhale in order to complete the test. The second physician was an ¿occupational hazard specialist¿. A chest CT and x-ray were done, and the hcw reported she had a rib fracture from coughing, which caused her chest pain. She was treated with cough medicine with codeine and reported this helped. The hcw reported she is currently being treated at home with an albuterol nebulizer which she uses four to five times per day and it seems to help. Other medication prescribed were meloxicam (nsaid), diclofenac (nsaid), and ibuprofen for pain, but the hcw reported these were not effective. She reported she has not been prescribed any more pain medication, but recently received authorization to see a pain management specialist. The hcw reported other symptoms of hoarseness which lasted eight weeks, wheezing which she still experiences sometimes at night; however, physicians do not hear wheezing upon examination, shortness of breath and dizziness, coughing ¿phlegm¿ for five weeks; rib pain and depression. The hcw reported none of the physicians which she has seen recently, including the occupational hazard specialist have given her a definitive diagnosis. There has been no diagnosis of occupation asthma. Instead, she said she¿s been told her respiratory symptoms are related to her past history of asthma and potentially aggravated by working in a room where the exhaust fan was broken and there was no air movement. Based on the new information received on 08/11/2017, a decision was made to file an FDA medwatch report. In this event, the hcw reported she experienced respiratory symptoms, received medical attention, and is recovering slowly. The hcw also reported she has pre-existing asthma, and the utility room which she worked in and used cidex opa had no ventilation due to a broken air fan. Cidex opa instructions for use state: precautions: use cidex opa solution in a dedicated room with adequate ventilation. Warnings: avoid exposure to ortho-phthalaldehyde vapors, as they may be irritating to the respiratory tract and eyes. May aggravate a pre-existing asthma conditions. It should be noted there is no report that cidex opa solution did not perform as expected; however, the inadequate ventilation of the small room where cidex opa solution was used may have aggravated the hcw's pre-existing asthma. Therefore, asp has decided to report this event is being reported out of an abundance of caution.